Event description:
Medical records received. 04/22/2009 revision hip right (no specifics) (B)(4). (B)(6) 2010 left total hip (no specifics). On (B)(6) 2012 medical records note the patient has left hip pain. It was noted that the patient is 2.5 years s/p left tha with a depuy aml and has a chromium level of 4.8 with severe left hip pain. No unit of measurement was provided. ((B)(4)) . On (b(6) 2012, the patient had a revision right hip to address articular bearing surface wear of the prosthetic joint and peri-prosthetic osteolysis. The surgeon reported finding increased joint fluid and some proximal osteolysis. Depuy components (head/liner) were removed and implanted during this procedure. Part/lot page 50 of 4927 (surgery page 3013) ((B)(4)) on (B)(6) 2013, the emergency department noted the patient had left hip pain. The patient noted she felt her left hip pop out of place. The radiograph reports a dislocation of the left hip. (Page 487)( continuation (B)(4)). On (B)(6) 2018, the emergency department notes noted the patient had pain in the lower back. No pc required (page 57).

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> updated on 09 oct 2023: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5, b7 and h6.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10 concomitant: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4).investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint: litigation alleges that the patient suffers from pain, loosening, and metallosis among other injuries. Bilateral. Patient is a resident of (B)(6). Update - 12/04/2012 - the complaint is being updated with part and lot information for the patient's left hip, which was revised on (B)(6) 2012 at the patient's request. The complaint has been changed to tier 2. Note: the report received from the sales rep states that the doi for the left hip is (B)(6) 2010, rather than (B)(6) 2009, as stated above. It is not known which doi is the correct one. Update 02/06/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, medical records from (B)(6) 2009 report that the patient has ¿fallen a couple times¿, radiographs are reported to show the femoral component has subsided 1.5 cm with no visible fracture. The medical records went on to state that the subsidence was due to ¿probable osteoporosis¿. The revision notes report the femoral stem had subsided and was loose and the acetabular cup had ¿migrated¿. All components revised. Updating lot information on liner, changing unknown product to stem, and adding cup and three screws for migration. The complaint was updated on: 02/22/2017.